Manufacturer narrative:
The lab eval confirmed a broken adapter bracket. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Cracked or broken adapter bracket.